Manufacturer narrative:
Clinical evaluation performed by medical affairs director on (B)(6) 2018: intraoperative femoral fractures occurred in a (B)(6)year old woman. These events are known possible adverse events of partial hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. Batch review performed on (B)(6) 2018: lot 153988: 38 items manufactured and released on 13 january 2016. Expiration date: 2020(B)(6).. No anomalies found related to the issue. To date, 15 items of the same lot have been already sold without any similar reported event.

Event description:
During the stem positioning an intertrochanteric fracture was generated. The surgeon completed successfully the surgery performing intraoperatively a bone cerclage.